Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
A report was received from the USA stating that the device had a hole in the hose that was observed during surgery. There were no reports of injury; however, it is unk if medical intervention was necessary. The occurrence date is unk. No add'l info is available.